Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the sterile bag was torn. During preparation, the sterile bag for an opticross¿ imaging catheter was opened and placed on the motordrive unit (mdu) 5 plus. However, it was noticed that the sterile bag was ripped. The sterile bag was replaced with another sterile bag. No patient complications were reported.